Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 12/31/2007 however, the manufacturing site has provided the date as march 2008(only month and year provided). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with transient light sensitivity syndrome (tls) in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints but asked about getting a second opinion. Patient reported symptoms are significantly interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.00 x -.25 x 97, left eye pre-op 20/20 -4.25 x .00 x 90.